Event description:
It was reported via service report that the power cord had a bent power prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.